Event description:
It was reported that the customer had high blood glucose and his infusion set cannula was bent. Caller stated that the insulin pump was malfunctioning because the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.